Event description:
Cardiac perforation was reported. The lead was explanted and discarded, so it would not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.